Manufacturer narrative:
Testing and investigation found that the power supply was burned. The probable cause of the device not turning on/off was a burned power supply, which affected the cpu and flat keypad. The power supply was replaced and the device worked properly.

Event description:
The customer contact reported that during testing at the user facility, the ac indicator light did not turn on when connected to ac power. When the device was turned on, a "depleted battery" message was displayed and further testing could not be performed. At that time, the device was disassembled it was found that the power supply was burned. It was reported the burned power supply affected the device central processing unit and the keypad. There was no reported external damage noted to the device. Prior to testing, the nurse returned the device to the engineer for an unspecified reason. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.

Event description:
The customer contact reported that during testing at the user facility, the ac indicator light did not turn on when connected to ac power. When the device was turned on, a "depleted battery" message was displayed and further testing could not be performed. At that time, the device was disassembled it was found that the power supply was burned. It was reported the burned power supply affected the device central processing unit and the keypad. There was no reported external damage noted to the device. Prior to testing, the nurse returned the device to the engineer for an unspecified reason. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. No additional information was provided.